Event description:
It was reported that shaft break occurred resulting to an additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for pre-dilation. However, the shaft broke from the bisegment part of the shaft. The device was snared and removed from the patient. The procedure was completed with a 2.0x10 non-boston scientific balloon. There were no patient complications reported.

Event description:
It was reported that shaft break occurred resulting to an additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for pre-dilation. However, the shaft broke from the bisegment part of the shaft. The device was snared and removed from the patient. The procedure was completed with a 2.0x10 non-boston scientific balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 20cm from the strain relief, the hypotube was severely kinked. There was a separation of the hypotube 21.4cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded.product analysis confirmed the reported separation, as there was a hypotube separation. There was also a severe hypotube kink to the device. The damage could contribute to the reported difficulties crossing the lesion; however, the reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated.